Event description:
It was reported that there was a needle shaft leak. An iceforce 2.1 cx 90 degree needle was selected for use in a cryoablation procedure. During preparation, when the freeze phase began at approximately 1 minute 10 seconds, bubbles were present at the needle shaft. The product was not used during the procedure. Another needle was opened. The procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: the complaint device was returned for product analysis. The complaint device was tested for an air leak with none found. No air bubbles were seen coming from the needle shaft or the handle joints. The device was ran through a freeze cycle and produced an iceball of adequate size. There were no issues found with the functionality of the device.

Event description:
It was reported that there was a needle shaft leak. An iceforce 2.1 cx 90 degree needle was selected for use in a cryoablation procedure. During preparation, when the freeze phase began at approximately 1 minute 10 seconds, bubbles were present at the needle shaft. The product was not used during the procedure. Another needle was opened. The procedure was completed successfully. No patient complications were reported.